Event description:
It was reported that a stent was deployed over the filterwire. The patient presented with non-st segment elevation myocardial infarction (nstemi). The 95-99% stenosed target lesion was located from the proximal segment of the saphenous vein graft to the obtuse marginal. A filterwire ez embolic protection system was selected for use. During the procedure, the filterwire could not cross the target lesion. A choice pt guide wire was advanced and able to cross and pre-dilation was performed with a 2x12 emerge balloon catheter. The filterwire was then able to cross past the lesion and the filter was deployed. A 3.0 x 15mm non-bsc stent was deployed in the lesion and post-dilation was performed with a nc balloon. The stent had been advanced over the buddy wire, not the filterwire and after post-dilation it was noted the filterwire system had been caught behind the stent. An unspecified 1.5mm balloon catheter was used to try to get behind the stent to free the filterwire, but this was unsuccessful. A snare was delivered on the buddy wire through the stent to retrieve the filterwire by snaring and tugging at the buddy wire to pull the filter off of the delivery system wire. During this time, the filterwire system was also being pulled on to aid in breaking the filter off the wire and retrieve the filter via the snare and buddy wire. As a result, the filter deformed the stent and was retrieved from behind the stent. After removal of the filterwire system, the physician went back in on the buddy wire and post-dilated the stent again. The stent was noted to have some deformation and was foreshortened. No further patient complications were reported; the patient was noted to be stable throughout the procedure and remained stable post procedure. It was further noted that no issues have arisen since the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).